Manufacturer narrative:
The device was evaluated at zoll medical italy. The customer's report was observed and attributed to the flex cable not properly attached to the system board. The cable was reseated and secured to correct the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.